Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while doing a sensing threshold test the programmer went to a "black screen." The caller cycled the power and the programmer went to the select model screen. The programmer's pacing for the patient went back to the programmed pacing mode and the patient was monitored via EKG. The strip printer also indicated that the sensing mode of vdi had also been terminated. Technical services indicated that the programmer error was cleared when the power was cycled. The caller would like a replacement programmer. No patient complications were reported as a result of this event.